Event description:
It was reported that while utilizing a evac 70 xtra arthrowand, the pt sustained a blister burn on the inside of the cheek. The procedure was complete and no other complications were reported. The reporter indicated that a metal mouth retractor was used during the procedure.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.